Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. The customer's blood glucose level was in the 300s mg/dl range. Reportedly, the customer successfully loaded a new cartridge, and resumed insulin delivery.